Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. They stated that when they plunger the handle, the doctor could not get it to turn. The pt was not injured following the procedure.